Event description:
Grey metal pieces coming out of brush heads. Precision clean and the pieces fall into mouth...swallowed some - oral-b [accidental device ingestion] . Grey metal pieces coming out of brush heads. Swallowed some [exposure via ingestion] . Grey metal pieces coming out of brush heads - oral-b [device breakage] . Case narrative: consumer via phone stated that the grey metal pieces came out of their oral-b precision clean toothbrush heads and the pieces fell into their mouth. They may have swallowed some. No injury was reported. (B)(6) 2024 case update from information initially received on 09-jul-2024: the suspect product lot was i0074. No injury was reported.

Manufacturer narrative:
(B)(6) 2024 product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Event description:
Grey metal pieces coming out of brush heads...precision clean and the pieces fall into mouth...swallowed some - oral-b [accidental device ingestion] grey metal pieces coming out of brush heads...swallowed some [exposure via ingestion] grey metal pieces coming out of brush heads - oral-b [device breakage]. Case narrative: consumer via phone stated that the grey metal pieces came out of their oral-b precision clean toothbrush heads and the pieces fell into their mouth. They may have swallowed some. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.